Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the footrest pedal. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted pulmonary lobectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report about all robotic arms being unresponsive during a procedure. Upon checking, there was no issue with the hand assignment. The tse advised restarting the system, which temporarily resolved the problem. Masuda-san noted that the camera pedal on the foot switch was stuck when the issue occurred, possibly causing the problem. Although the reboot initially resolved the issue, it recurred, leading to operations being carried out using another dual console. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the footrest pedal for failure analysis investigation. The instrument was analyzed and upon visual inspection, there were small chip at both foot sensor. The unit was installed onto golden system. Upon powering on the system in normal mode no related error was found. Instruments was installed onto psc and the footrest pedal was tested with no issues. The camera pedal was pressed multiple times, and it doesn't stick all arms are functioning. This unit is fully functional.